Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue during medication dispensing where a page appeared that prevented users from proceeding. A technical support specialist (tss) remotely accessed the cabinet and reset the application. It was determined that the issue was caused by a timeout (to) due to no keyboard activity for over the allotted 120 seconds, which led to the application error. The customer was informed that a fix for this behavior is planned in the upcoming version 1.9. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, while dispensing medication, the system displayed a screen that prevented further navigation; although the medication was dispensed successfully, the user was unable to exit the xx yy zz page. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.